Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the patient demographics, and implant date of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2022 leading to parameters above normal operating range; however, no high watt alarms were recorded within the analyzed period. Information received from the site indicated that since the vad implantation the vad has been on the upper normal limit for both power and flow, but the patient's lactate dehydrogenase (ldh) and haptoglobin have remained normal and the left ventricle (lv) was always dilated. A computed tomography angiography (cta) scan of the chest showed no thrombosis. The patient's ldh was high around 600 and haptoglobin was low at less than eight. An echocardiogram showed a congested lv with opening of the aortic valve, though there was no hematuria. The patient was treated with thrombolysis. After thrombolysis, vad flow and power returned to baseline, and an echocardiogram showed closure of the aortic valve. Ldh and haptoglobin normalized. After the patient was admitted, the patient reported continued oozing with moderate quantities from their driveline. Cultures showed staphylococcus aureus growth. A computerized tomography (CT) scan of the abdomen was normal with mild fluid collection in the subcutaneous area around the driveline. It was noted that there were no signs of sepsis, and the patient was treated according to the antibiogram. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.; ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's international normalized ratio (inr) was well controlled. It was noted that since the vad implantation the vad has been on the upper normal limit for both power and flow, but the patient's lactate dehydrogenase (ldh) and haptoglobin have remained normal and the left ventricle (lv) was always dilated. A computed tomography angiography (cta) scan of the chest showed no thrombosis. The patient's ldh was high around 600 and haptoglobin was low at less than eight. An echocardiogram showed a congested lv with opening of the aortic valve, though there was no hematuria. The patient was treated with thrombolysis. After thrombolysis, vad flow and power returned to baseline, and an echocardiogram showed closure of the aortic valve. Ldh and haptoglobin normalized. After the patient was admitted, the patient reported continued oozing with moderate quantities from their driveline. Cultures showed staphylococcus aureus growth. A computerized tomography (CT) scan of the abdomen was normal with mild fluid collection in the subcutaneous area around the driveline. It was noted that there were no signs of sepsis, and the patient was treated acco rding to the antibiogram. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding patient information, outcomes attributed to ae, description of the event problem, relevant history, device implanted date, and type of reportable event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.